Event description:
Information was received from a patient who was receiving saline (pfns, pbs) via an implantable pump. The indications for use were p ostlaminectomy pain and non-malignant pain. It was reported that the patient stated the day after the pump was implanted, they developed sepsis overnight and they had to remove the pump on (B)(6) but left the part of the catheter that goes into the intrathecal space of the spine. The patient stated that they started them on very strong antibiotics such as sufoxipene. The patient stated that they tried to do a myelogram in (B)(6) of 2021. This was when the patient was told that they had permanent damage to the spinal column due to "very bad scar tissue" and the patient stated that this was due to the catheter piece that is still in the spinal canal that supposedly cannot be retrieved per their managing physician. The patient stated they were not able to do the required myelogram because the tech refused to try to penetrate the scar tissue with the needle, stating the scar tissue was too tough. The patient stated that they still had pain where the catheter part was and without a myelogram, they could not determine if the pain was due to the catheter piece or if it was for a different reason all together.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial#: (B)(6), implanted: (B)(6) 2014, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 17-mar-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review it has been determined to code permanent damage to patient's spine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.